Event description:
On (B)(6) 2011, a 6mm gore hybrid vascular graft was implanted in an a-v access application. The graft was implanted in the pt's left arm, from the brachial artery to brachial vein. On (B)(6) 2011, the pt presented with a high static pressures. The graft was ligated.

Manufacturer narrative:
The investigation is currently in progress.